Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the patient's cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference, noise and oversensing. It was noted the patient is a construction worker. The crt-d remains in use. No patient complications have been reported as a result of this event.